Event description:
It was reported that following a laparoscopic appendectomy procedure, the pt had to be taken back for blood in abdomen. Doctor suspected that it was the stapler line that caused the bleeding.